Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the right ventricular lead exhibited high threshold. Repositioning the lead did not resolve the issue. After multiple placements, the helix would not retract. The lead was not used and a new lead was implanted. The patient was stable post procedure.